Event description:
A bayer sales representative in canada contacted customer service on behalf of a customer.the rep stated that the customer received high results using his contour usb meter, took insulin based on the results and fell into a diabetic coma.the rep was unable to provide any additional information.it's not known if any product will be returned.

Manufacturer narrative:
The customer's personal information (a1) was not provided by the caller.